Manufacturer narrative:
(B)(4). Age at time of event: (B)(6) years or older. Device evaluated by MFR:: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 10/2.50 flextome¿ cutting balloon¿ was selected to treat the target lesion. During procedure, it was noticed that the balloon ruptured within nominal pressure level. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.